Event description:
The patient presented in clinic after experiencing multiple shocks. Upon interrogation, noise resulting in oversensing was noted on the right ventricular (rv) lead. Inappropriate shocks were delivered as a result of the oversensing. Lead damage was suspected. Diagnostic imaging was performed and no anomalies were observed. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.